Event description:
Ous MDR - shock impedance was reported to be varying between 25 - 60 ohm. Lead revision was performed on (B)(6) 2015. The lead was capped with a blind cap and a new one was implanted. No worsening of the patient's health was reported.

Manufacturer narrative:
The lead is not available for analysis at present. A conclusion about the clinical observation is not possible at this time. The investigation will be continued as soon as we have new information available to us.